Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: 5 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. We have received five closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil requirements. Final conclusion: although the results of the samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Needle detachment.